Event description:
Lesion: anterior descending front segment occlusion, circumflex artery front segment 30% diffuse stenosis, right artery front segment 60% diffuse stenosis. An endeavor rx drug-eluting stent was implanted in the mid lad. Lad prox treated with two drug eluting stents from another manufacturer with a total length of 44mm. During pci, anterior descending front segment implanted 2 stents overlapping by 2mm to distal end, the endeavor drug-eluting stent. Treatment result: anterior descending pci operation succeeded. On 1 month follow up, the patient felt good, no side effect, took clopidogrel on time. Patient did not show to 6 months follow up; patient relative said patient had died at home suddenly two months post stent implant. The death cause was unclear. Relative said that patient diet normal, spirit good, no abnormal. Patient heart and breath stopped before the ambulance came. They had no opinion of the death. This death reason was considered sudden death. Please note that this device is not distributed in the united states.